Manufacturer narrative:
The field complaint of interrogation error was confirmed. Analysis of device image indicated that pre-eri flag was triggered due to exposure to cold temperature and resulted in the reported error message. The device was located in (B)(4) and the local temperature was below freezing temperature at the time. Further testing was performed by clearing the pre-eri flag and all tests results were normal. The device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for procedure. Prior to implant, the implantable cardiac monitor(icm) displayed an error and could not be interrogated. A different icm was implanted. The patient was stable.